Manufacturer narrative:
The insulin pump alarm during the basic occlusion test due to a loose drive support disk.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.